Manufacturer narrative:
The reported complaint of [?]air trap' message on the thermogard xp ivtm system (sn (B)(4)) was confirmed during power on. The investigation finding revealed that the root cause of the reported complaint was due to a defective air trap holder. No physical damaged noted on the thermogard during visual inspection. Initial functional testing could not be performed due to 'air trap' message displayed upon console power on. To remedy the reported error message, the thermogard console's defective air trap holder was replaced. The system was re-tested and passed all functional tests. The console is ready for ivtm therapy. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
A patient with head trauma underwent treatment for fever control. The thermogard xp ivtm system (sn (B)(4)) alarmed with 'air trap' error message. The hospital staff evaluated the airtrap and wiped off the condensation. No entrapped air in the airtrap was found. According to the customer, the 'air trap ' message alarmed repeatedly (126 times in 3 days), even though there is no entrapped air in the air trap and no condensation around it. Three days after, the therapy was discontinued. No known impact or consequence to patient was reported.